Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was in overdischarge. The patient reported that she did not charge after having surgery on her knee. The rep noted non-compliance as a contributing factor. The patient had surgery on her knee and she hasn¿t charged since (B)(6) 2017. The exact date of the last charge was unknown. A trickle charge was performed on (B)(6) 2018. The issue was resolved, the scs was now working, and the rep educated the patient on the importance of keeping the battery charged. The ins died sometime around the knee surgery, but the patient wasn¿t exactly sure when. The patient also reported that her right foot started swelling since she had the knee surgery. No further complications were reported.